Event description:
Customer reports to have had a hypoglycemic episode on (B)(6) 2014. Customer reports that blood glucose was 24 mg/dl and 33 mg/dl. Customer was treated by emergency medical technician. Customer also reports to have broken belt clip after low blood glucose episode. Customer was advised that two belt clips would be sent as a courtesy. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.